Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports being done on the top arch but the dentist stated the bite pattern in the back and is off on location # 20 and # 21. Adjustment is needed since the back teeth don't touch when she bites.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.